Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for detached sensor wire could not be confirmed. The root cause could not be determined post investigation. No additional event or patient information is available.